Manufacturer narrative:
Reporter number: phone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient has a complaint about glare & halos with an intraocular lens (iol). In addition, the patient can see the actual optic rings in the dim light condition. The surgeon believes the patient cannot adapt to diffractive iol. The daily activities of the patient were significantly affected. They performed an explant with mono-focal iol. There were no other surgical interventions required. Vision pre-operative: far: 0.8 near: j4 (decimal) and vision post-operative: far: 0.5 near: j2. Patient is temporarily impaired. No further information was provided.

Manufacturer narrative:
Correction and additional information: section b3: date of event: should have indicated as unknown, not provided, but the best estimate date is between (B)(6) 2021 and (B)(6) 20221. In the initial report, it was inadvertently indicated as (B)(6) 2021. Section d6b: if explanted, give date: as per the additional information received, the correct explant date is (B)(6) 2021. It was indicated as february 28 in the initial report which is hereby corrected. Section d9: device available for evaluation: yes date returned to manufacturer: (B)(6) , 2022 section h3. Device evaluated manufacturer? Yes section h6: component codes: should have indicated as 4755- part/component/sub-assembly term not applicable. It was inadvertently indicated as 4756-appropriate term/code not available. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed the lens was returned cut in half. No defects that could contribute to visual issues were observed. No additional defects were observed. Conclusion: the complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.